Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) for around two years. A replacement surgery was performed to address the experience. There were no patient complications.